Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. Intuitive surgical, inc. (Isi) received the usm arm involved with this complaint and completed the device evaluation. Usm arm was functionally tested and failed testing confirming a defective axes controller, carriage rfid assembly. This confirms the issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the operation room (or) staff contacted the technical support engineer (tse) to report that they cannot get the instruments to engage on universal side manipulator (usm) arm 4. The tse reviewed the logs and found 282 and 31009 error for usm arm 4. Prior to calling in the customer reseated the drape and tried different instruments and couldn't get the instruments to engage. They then decided to pull in a different patient side cart to complete the case. No further troubleshooting was done as the customer did not call after the patient cart swap out. The procedure was converted to another dv system with no reported injury.